Event description:
As reported by the user facility: incident description: air in line alarm occurred. Required backup norepi infusion to be increased. Tubing removed from pump, visible small bubbles flicked to collect and move out of the way. Tube reloaded and restarted. Pts bp remained stable because of back up infusion. (Total norepi dose was 0.5mcg/kg/min) total time of interruption was approx 2 min. Patient experienced transient hypotension.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Retains samples were tested per specification, and no defects were observed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.